Event description:
It was reported that the pt received a cm nail implant on (B)(6) 2012. On (B)(6) 2012, the pt was at his doctor's for a f/u routine check-up and x-ray revealed "fracture of nail at lag screw junction." At the time of this report, doctor has no plans to perform revision surgery.

Manufacturer narrative:
The device is still implanted in the pt. The lot number were received and with this info given, no further investigation is possible. So far, the root cause for this event cannot be identified. Should add'l info become available and / or the device(s) be returned for eval and an assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).